Event description:
Complainant alleged that during biomed testing, the device's pacer output fluctuated on its own and was erractic. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause, the reported problem could no longer be duplicated. A system inteconnect flex cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.